Manufacturer narrative:
Concomitant medical products: correction. Date rec¿d by MFR: correction. Device evaluated by MFR: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported driveline fault alarms. The submitted images of the driveline confirmed the report of a tear at the distal end of the driveline. The submitted system controller log file captured a consistent driveline fault alarm beginning on (B)(6) 2019 at 01:14:50 pm and continuing until the end of the log file. A distal end driveline repair was performed on 30sep2019 under work order#: (B)(4) and the replaced portion was returned in a segment measuring approximately 22¿. The driveline was received covered in rescue tape and electrical tape. Electrical continuity testing of the driveline in its returned condition did not reveal any discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of the tape, it was observed that only two sections of the silicone jacket were present, measuring approximately 0.5¿ and 3.25¿. The 3.25¿ segment had a cut in the silicone jacket approximately 18¿ from the connector. There was no damage to the bionate layer. Breakdown of the metal braided shielding was observed at the terminus of the bend relief, at 4.5¿ from the connector, and 19¿ from the connector. The bionate and shielding were removed and examination of the underlying wires revealed no evidence of any damage to the wire insulation; however, the conductors of the brown wire were observed to be completely fractured inside the intact insulation adjacent to the metal connector. The insulation and conductors of the remaining wires appeared to be intact. Following removal of the tape repair and outer layers of the driveline, electrical continuity testing was performed again and revealed that the brown wire was open circuit. The other five wires were found to be electrically intact. Microscopic inspection and hipot testing of the underlying wires revealed no areas of compromised wire insulation exposing the inner metal conductors along the length of the driveline. However, the inner metal conductors of the brown wire were observed to be completely fractured inside the intact insulation adjacent to the metal connector. The observed damage to the brown wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The fractured conductors of the brown wire would have resulted in the driveline fault alarms recorded in the submitted system controller log file data. As of on (B)(6) 2019, the patient had no further alarms following the repair. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a percutaneous lead tear at the distal end. Patient also reported drive line fault alarms on controller. A percutaneous lead repair was scheduled for (B)(6) 2019. Log files were submitted on (B)(6) 2019. The log file sent (B)(6) 2019 confirms drive line fault event began occurring on (B)(6) 2019 and continue throughout the remainder of the log file. The remainder of the log file is unremarkable. There were no other unusual events recorded in the log file. The mcs equipment is operating as intended. Tech services was on site (B)(6) 2019 for a drive line repair. The entire external portion of the drive line was replaced with no issues. The drive line fault events did not return post repair. No further or additional information was provided.